Event description:
It was reported that the lead does not have capture in bipolar mode at 7.5v and 1.5ms. Unipolar pacing captures at 2v but causes patient discomfort. It was noted that the patient does not have intact conduction. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.